Manufacturer narrative:
(B)(4).

Event description:
It was reported that app closes occurred. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.